Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice due to positioning difficulties. It was reported that there was tension in the system while passing the aortic arch. During the second recapture, the valve was able to be closed halfway. It was noted that the catheter shaft had a crack. The system was withdrawn to the descending aorta, thus stretching the system. The capsule was able to be completely closed and the system was removed from the patient. A different valve was loaded onto a different delivery catheter system (dcs) and was successfully implanted. No adverse patient effects were reported.